Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The 85% stenosed target lesion was located in the moderately calcified and moderately angulated left iliac vein. After pre-dilation with a 10mm x 60mm mustang balloon catheter, a 14x60x120 epic¿ stent was deployed to the lesion. However, it was noted that the stent was not fully deployed in all its length in a considerable way. Another 14x60x120 epic¿ stent was then deployed to complete the procedure. No patient complications were reported and the patient's status was stable.